Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included functional testing, defib testing, ECG testing, bench handling with an emphasis on stressing the power sources, and an internal inspection of power and display connections without duplicating the report. The device was recertified and returned to the customer. The battery and power cord used during the reported event were not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.